Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive crystal, designator y1, on the single board computer.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will flash like it is trying to power on and then it will power itself off. This occurred while attempting to monitor a patient. They were able to perform vitals manually. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause for the reported issue was due to the system pcb assembly. After replacing the system pcb assembly, proper device operation will be observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will flash like it is trying to power on and then it will power itself off. This occurred while attempting to monitor a patient. They were able to perform vitals manually. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.